Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.